Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to customer service of olympus (B)(4) (oekg). According to the investigation of oekg, the following was found. The bending section rubber glue was worn out. The ccd lens was damaged. There was leaked from the elevator channel. The insertion tube was kinked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the ultrasound probe surface of the subject device partially peels off or is detached from the probe unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.